Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a station was unable to powered on. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 18-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not powered on. A field service engineer reseated the power module and checked all cables, but the issue persisted. After disconnecting tower cables, the station turned on. The fse replaced the auxiliary cable for the tower and tested in hardware test application; all drawers were functional except the tower doors. Both boards were replaced and tested in hardware test application, making the station functional except for tower door 4. The fse reconfigured the zebra label printer and replaced the board. After testing with the customer, no further issues were found. The system functioned as intended after the field service engineer repaired the device.